Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or excessive force being used during insertion of the screw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/7/2023, it was reported by a sales representative via email that an ar-8935-22 low profile screw head broke during insertion. The body of the screw was ideally implanted and was used to complete the case. The head of the screw was removed from inside the patient. This was discovered during a fibular fracture procedure on (B)(6) 2023.